Event description:
It was reported that during a thoracoscopic radical resection of esophageal carcinoma the white tissue pad was up and fell off .the fallen piece was retrieved and discarded. Besides, ¿relax pressure on blade¿ alert screen was displayed during procedure. Changed to another device to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2023. D4 batch #: x95r5w. Additional information was requested and the following was obtained: ¿ is the white tissue pad completely missing from the clamp arm of the device? Received updated information from sales rep via phone, the white tissue pad was completely missing from the clamp arm of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.